Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose up to 500 mg/dl and performed multiple supply changes without observing bent cannulas or leaks; the user administered a manual insulin injection and later received guidance on correct tubing fill for the cd infusion set by connecting both tubing segments before priming and confirming drops, after which a proper supply change was completed. Symptoms included hyperglycemia and reports of sleepiness and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect tubing fill procedure, and involvement of the tubing component. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.